Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
System was turned off (B)(6) 2023 and patient was equipped with external defibrillator due to multiple inappropriate shocks due to rv lead malfunction with noise and no transmitted vf. System was explanted (B)(6) 2023. Should additional information become available, this file will be updated.